Event description:
A falsely elevated troponin I result of 1.10 ng/ml was obtained. The sample was retested on alternate methodology and a result of 0.10 ng/ml was obtained. The sample was repeated after treatment with hbt and a result of 0.02 ng/ml was obtain on the initial instrument and 0.03 ng/ml on the alternated instrument. Results were not reported to the physician. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I results. Analysis of sample indicates that the cause for the falsely elevated troponin I results was non specific binding.

Manufacturer narrative:
No further evaluation of the device is required. The IFU for dimension ctni flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies." The instrument is performing within specifications.